Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. That patient was observed and another sample was drawn that was normal. The following data was provided: sid (B)(6) processed on (B)(6) 2024: 08:18 am error 3350 unable to process test, aspiration error for pipetter at sample 08:38 result = 0.938 ng/ml; 10:05 result = 0.088 ng/ml. Repeat on (B)(4) = 0.070 ng/ml. Normal reference range=0.000- 0.300 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any non-conformances, potential non-conformances, or deviations. A ticket search by lot did identify an increase in complaint activity for lot 07500un24, however, no related trends were identified. The overall performance of the architect stat high sensitive troponin-I reagent was reviewed using field data from customers. The review found that the median values are within the established limits and no unusual reagent lot performance was identified for lot 07500un24. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect stat high sensitive troponin-I reagent, lot 07500un24.